Event description:
The facility reports while attempting to lift the patient, the fourpoint hanger bar became detached and fell onto the patient. No serious injuries were reported. The lifter was taken out of service.